Manufacturer narrative:
Verbally advised lot code info provided by the reporter has been sent to quality assurance for investigation. We await the results. We have requested and await the consumer's return of product for eval.

Event description:
Received a report from a consumer indicating she had made an appointment with her doctor for medical assistance in removing a piece of a super absorbency size tampon that had separated and remained behind during removal of the pledget. Reporter advised she had attempted to digitally remove the remaining piece without success.